Event description:
It was reported that the device was in use with home care patient for infusion of life-sustaining medication (drug name not provided) for treatment of pulmonary arterial hypertension. The reporter stated the infusion stopped and alarmed with the displayed message "no disposable- clamp tubing". The reporter stated the patient shut the pump down and then re-started to resume the infusion. The reporter confirmed the infusion was successfully resumed with no adverse effects to patient. Refer to related event with other device and same patient (MDR 3012307300-2019-00034).